Manufacturer narrative:
H10. H3. Investigation results - there is no specific device information reported. The cause of the patient's condition and pending revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information.

Event description:
As reported via legal documentation, a patient had a bilateral knee replacement on (B)(6) 2015. Revision has not yet occurred, but patient stated that it is anticipated (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.